Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient. It was retrieved from the esophagus with a net. It was noted that the capsule trocar needle did not advance. No serious injury to the patient was reported.